Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and 90% stenosed left anterior descending artery. Pre-dilatation was performed with a 2.0 x 15 mm unspecified balloon catheter. A 2.5 x 15 mm xience prime stent delivery system (sds) was being advanced to the lesion when resistance was met with the anatomy and the sds could not cross the lesion. There was resistance with the anatomy when removing the sds. Another 2.5 x 15 mm xience prime stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.